Event description:
Pt passed out while driving his truck. He was taken by ambulance to the ER where his blood glucose was under the resolution of the glucose monitor. Once in the ER his blood glucose level began to rise, first to 60 then to 135 mg/dl and he was released.